Manufacturer narrative:
D4: the UDI number is unknown because the part and lot numbers are not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2025-00162 through 3012447612-2025-00170.

Event description:
It was reported that a tether revision surgery was performed to address an overcorrection identified during a follow-up appointment. The initial surgery had been two years prior. The cord and 8 screws were successfully removed in order to restore curvature. This is report three of nine for this event.

Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. Device evaluation: no x-ray images were provided, therefore curve overcorrection could not be confirmed. Additionally, the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: this event could possibly be attributed to unknown patient or surgical factors. DHR review: lot information was not provided, therefore a DHR review could not be completed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a tether revision surgery was performed to address an overcorrection identified during a follow-up appointment. The initial surgery had been two years prior. The cord and 8 screws were successfully removed in order to restore curvature. This is report three of nine for this event.